Event description:
It was reported to target that the excelsior catheter was steam shaped with steam then cooled in the saline. The excelsior catheter broke after mild manipulation to push it through an rhv.